Manufacturer narrative:
As per the physician due to the large size of the lumen (aneurysm 83mm) and short proximal neck this was seen as an extraordinary case. The physician noted that this was an emergency case with challenging anatomy and a hostile neck, so it was not easy to position the main body perfectly. All these circumstances caused the type ia endoleak which was resolved with the endurant ii aortic cuff. The physician emphasized that there was no problem with the endurant ii stent grafts performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; multistage endovascular management of an aortic aneurysm rupture into the retro aortic left renal vein berczeli m, csobay-novak c, olah z, sotonyi p. Annals of vascular surgery 2021;73 509 e.7-5-9.e10 doi: 10.1016/j.avsg.2020.11.003. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was diagnosed with a large 83mm ruptured infrarenal abdominal aortic aneurysm with a wide fistula between the dilated inferior vena cava through the retroaortic left renal vein. During the previous month the patient was diagnosed with left -sided ureter stone obstruction and septicemia and also had symptoms of right sided heart failure. Urgent evar was performed to treat the aneurysm, an endurant stent graft was implanted. Initial stent graft implantation did not provide adequate sealing and an angiogram showed a proximal endoleak. Despite extensive ballooning, the type ia endoleak persisted, so a proximal extension cuff was implanted. Completion angiography after the cuff implantation did not show the endoleak or fistula. A large endoleak was detected on post-operative day 3, this endoleak was associated with patent lumbar arteries and a persistent communication between the lumen of the left renal vein and the aneurysm sac. Coil embolization was performed 2 days later to treat this type ii endoleak. 3 months later, repeated cta imaging showed recanalization of the fistula. Intervention was performed where fluid embolization of the aneurysm sac using a liquid embolization system and occlusion plug of the fistula via the right femoral vein was performed. 1 year later after the final endovascular procedure, the patient is asymptomatic and is endoleak free. 1.5 years later the aneurysm shrinkage was detected from 78mm to 72mm. No additional clinical sequalae were provided and the patient is fine.